Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01-may-2018. Device evaluation: the device has been returned and evaluated by product analysis on 23-apr-2018 with the following findings: a review of the pump¿s black box data showed unexplained pump reboots. A visual inspection of the pump showed the battery compartment was cracked at the threads and below the grip pad. No evidence of moisture contamination was observed inside the battery compartment. The returned battery cap had stripped threads and was unable to fully tighten to the pump; the pump intermittently powered on with the returned cap due to the battery compartment damage.. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Unrelated to the complaint, the down and ok keypad buttons were intermittently unresponsive. The keypad cover was removed and the down and ok button contacts were cracked.